Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the guidewire was blocked into the left ventricular (lv) lead's lumen. The lv lead and the guidewire were removed, and a replacement lead and guidewire were used with no issue. No patient complications have been reported as a result of this event.